Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1525008 tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6), 2016 at 1:30 am he attempted to perform a test using his adc blood glucose meter, but the test did not start. Despite not receiving a reading, customer's wife administered an unspecified amount of insulin. Customer subsequently "felt almost unconscious", noting he "can't open his eyes". Paramedics were called and upon arrival at approximately 1:40 am performed a test using their meter, received a reading of "below 25 mg/dl", determined he was experiencing hypoglycemia and administered a glucagon injection. No further treatment was required. There was no report of death or permanent injury associated with this event.